Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg) implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that following the implant procedure, the right atrial (ra) lead became dislodged. The pocket was reopened and the ra lead position revised to proper operation. No patient complications have been reported as a result of this event.